Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. Upon interrogation, multiple episodes of non-sustained right ventricular oversensing were noted. The episodes appeared to be post paced beats, however there were two episodes where individual intrinsic beats reach tachycardia detect due to t-wave oversensing. No therapy was delivered to patient as a result of oversensing. Programming changes were discussed; no intervention was reported. Patient was in stable condition.

Event description:
New information noted that the implantable cardioverter defibrillator was reprogrammed. The patient was in stable condition.